Event description:
The customer reported being hospitalized for high blood glucose. Troubleshooting was performed. The device passed the tests.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.